Event description:
The customer stated that her meter readings had been erratic. She tested her blood glucose and received a reading of 142 mg/dl. She retested and received a reading of 352 mg/dl. The meter memory also showed back to back readings of 146 and 421 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.